Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scratch on the acoustic lens that reached down to the glue layer causing a defect in the display of the ultrasound image. This finding was due to wear and tear damage with increased use over time. Upon further inspection, it was observed that there was a deep cut on the lifting part of the probe unit that reached to the hard part, under the pink probe coating due to physical stress. It was also observed that the up and down knob could not be locked securely due to wear of the lock engagement lever. It was observed that the scope body had a crack, and the scope connector cover had a chip. It was also observed that switch 1 had a cut, and the switch box had a scratch. It was observed that the suction, air, and water cylinder had discoloration. It was also observed that the: sheet holder unit, scope connector, shield disk, shield plate, electrical connector, plate, frame 260, inner shield and outer shield had corrosion due to water leakage. It was observed that the number of missing element exceeded the standard value due to damage on the ultrasonic cable. It was also observed that the adhesive around the light guide lens had a chip. It was observed that the adhesive around the bending section cover had a crack. It was also observed that the connecting tube had buckling, causing the insertion section to be too soft. It was observed that the bending angle in the up, down and right direction did not meet the standard value due to wear of the angle wire. It was also observed that the ultrasonic case was deformed and had a scratch. It was observed that the ultrasonic cable and the universal cord had buckling. Lastly, it was observed that the universal cord was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the ultrasonic gastrovideoscope had poor image quality. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a deep cut on the lifting part of the probe unit that reached to the hard part, under the pink probe coating. Additionally, it was observed that there was a scratch on the acoustic lens that reached down to the glue layer which, are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the poor image quality was damage to the acoustic lens. Physical damage caused the deep scratch on the lens, as well as the glue layer. Olympus will continue to monitor field performance for this device.